Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was report that a patient underwent a mammaplasty on (B)(6) 2017 and suture was used. During the procedure, the needle pulled off from the suture during the first pass and disappeared. The needle fell into the patient. An xray was done and the needle was found inside the patient's mammary cavity. The needle was removed from the mammary cavity by the surgeon. The procedure was completed with another like device. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of the loose needle, pinch marks that appears to be by a surgical instrument could be observed. The hole of the needle was examined for suture remnant and there was thread residue. Additionally there was blood stains. Functionality tests couldn't be performed as the sample returned was incomplete. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.